Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.

Event description:
The customer reported that during a renal aneurysm, the device became defective. The device was returned with the knife blade exposed. Add'l questions have been asked regarding the incident.